Manufacturer narrative:
Two devices and five photos were returned for evaluation. Visual inspection was performed. The samples were visually inspected under normal conditions of illumination to detect any cosmetic issue. Functional testing was not performed. The testing could duplicate the customer reported problem. The root cause of the issue could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported the operator found a crack in the tube before patient use. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.